Manufacturer narrative:
The service rep tested system for possible causes. Reviewed saved images. Measured tracking at 63/72/80 kv. Measured resolution at 2.5/3.2/4.0 lp/mm. System is functioning properly.

Event description:
User reported dark lateral cervical images during a procedure on the 9800 system.